Event description:
A malfunction alarm occurred with the customer's pump, identified by malfunction code 16. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support arranged for a replacement pump as the malfunction code could not be reset, and instructed the customer to use multiple daily injections as backup therapy. The customer was guided on how to prepare the pump for return and agreed to return the faulty pump using a pre-paid shipping label within 10 days.